Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented remotely for false pause episodes. It was advised that due to the infrequency of the event to leave the programmed setting as is. Patient was stable and had not noted any symptoms.